Event description:
Reportedly, on (B)(6) 2023, during a follow-up, sensing and impedance parameters were good but there was no capture even at the maximum output. On x-rays, the lead did not appear to be dislodged however a slight pericardial effusion was noted due to cardiac perforation. The physician decided to remove the lead and implant a new vega r58 lead (B)(4).

Manufacturer narrative:
Investigation summary: since the serial number of the first vega r58 lead implanted was not provided and remained unknown, review of the manufacturing quality documents could not have been performed. However, cardiac perforation may be attributable to factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. This complication is a well-known potential complication associated to such implantable devices, discussed in published literature.

Event description:
Reportedly, on 10 november 2023, during a follow-up, sensing and impedance parameters were good but there was no capture even at the maximum output. On x-rays, the lead did not appear to be dislodged however a slight pericardial effusion was noted due to cardiac perforation. The physician decided to remove the lead and implant a new vega r58 lead (B)(6).